Event description:
The customer reported the system was unable to recognize and read the cd. This would render the nav system inoperable. There is no death or serious injury associated with this record.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.